Manufacturer narrative:
Report provided to permobil claims as the end-user was in process of entering their transport vehicle, the device and end-user fell off the platform to the ground below. This event reportedly resulted in the end-user suffering a fractured jaw when the device fell over on its side. The end-user husband described the platform as not being configured to restrain the permobil m3 which allowed the device to become unsecured. Reports provided to permobil from the service provider who evaluated the device indicate the device remains fully operational with only minor damages sustained to the armrests as a result of the fall. All reports provided to permobil indicate the device did not malfunction or deviate in any way to have contributed to this event. The DHR was reviewed and device was found to have met specification prior to distribution.

Event description:
Received report claiming as the end-user was in process of entering their transport vehicle, the power wheelchair, with end-user, dropped off the platform causing the device to fall over on to its side. Reports indicate the end-user suffered injuries requiring medical attention.